Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, while attempting to load a new cartridge onto the pump, the customer was unable to see insulin coming from the tubing or cartridge despite the attempt of multiple cartridges. The customer's blood glucose (bg) level was elevated however no specific value was reported. A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.